Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On the same day the sensor was inserted, the patient was taken to the emergency department by her spouse as she was unable to stop the bleeding with a washcloth and ice. The patient received three sutures to stop the bleeding and was released from the emergency department (ed) after 2 hours. The patient takes an anticoagulant (plavix) for an unspecified pre-existing condition. No additional patient or event information is available.